Manufacturer narrative:
Sensor was tested on-site and confirmed to function as expected. It is suspected that poor adhesion of the sensor to the reservoir caused erroneous sensing.

Event description:
User reported that the protected level flow was incorrectly triggered multiple times during the procedure. There was no patient harm; however, spectrum medical considers this type of event to be reportable.